Event description:
The manufacturer was contacted about a simplygo mini stand battery ikk device due to reports of it smoking. The service center has received the device for evaluation. Importantly, there are no claims of patient harm or serious injury, and no medical intervention has been specified. The manufacturer's investigation is still in progress. If any additional relevant information comes in, a follow up report will be submitted.

Manufacturer narrative:
The manufacturer was previously contacted regarding a simplygo mini stand battery ikk device due to reports of it smoking. The device was received at the third-party service center for inspection, and the evaluation notes indicate that the customer's complaint regarding a "smoking device/preparation" could not be reproduced. However, the assessment revealed several issues: the sieves were clogged, and there were air leaks on both the air and o2 sides of the device. Additionally, the inlet filter needed to be replaced for preventive maintenance, and the rp-simplygo mini alarm/tilt sensor was missing. Despite the initial complaint not being replicated, the device was repaired. Following these actions, the device has been serviced, inspected, and tested and has met all acceptance criteria in accordance with the applicable customer requirements as defined in the contractual agreement with the third-party service center.

Manufacturer narrative:
The manufacturer was previously notified about a complaint regarding the device smoking. A field service technician then inspected the device, replaced the necessary components identified during the evaluation, and restored the device to full operational functionality. Although the technician was unable to replicate the reported issue and no relevant reportable information was received, a follow-up report was mistakenly filed without the appropriate coding. This has now been corrected in this report, and the correct coding has been added.